Event description:
It was reported that a patient with this electrode had received an inappropriate shock due. Review of the episode noted oversensing of noise consistent with the sense b node and changes in the patient's amplitude measurements. The electrode was reprogrammed and remains in service. No adverse patient effects were reported.